Event description:
It is reported that the patient is presenting with osteolysis.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt adherence to rehabilitation protocol is unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records for the stem were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify an y evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.